Event description:
It was reported that when an asymptomatic patient presented via a merlin at home transmission, non sustained lead noise due to post-paced t-wave oversensing was noted. The oversensing was noted on a stored egm. Programming changes were recommended. Device remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information provided indicated that crosstalk was observed via (B)(4)transmission. Programming changes were recommended. The post-paced t-wave oversensing issue that was previously reported was still present. Reprogramming the device for both issues is planned at the next visit.